Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges liver, lymph node and colon, chemical and/or particulate exposure. The clinical expert's stated that there is insufficient evidence to pronounce a serious injury. No medical intervention was required by the patient. The ventilator was returned to the manufacturer for evaluation and verified particles in the airpath. No repairs performed. The unit will be scrapped.

Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges liver, lymph node and colon, chemical and/or particulate exposure. The clinical expert's stated that there is insufficient evidence to pronounce a serious injury. No medical intervention was required by the patient. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.